Event description:
The patient reported he put a new battery into his new insulin infusion device and, when he pushed the buttons, the display on the device only partially displayed. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.